Manufacturer narrative:
The technician found that brake steer casters had been installed on the bed. The technician replaced the brake steer casters with brake casters to resolve the issue.

Event description:
The technician alleged that brake casters were not holding. No pt impact.